Event description:
It was reported by the customer that their insulin pump was alarming. Advised customer the alarm was due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was over 600 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with a33 error alarm during basic occlusion test due to protruded and loose drive support disk. Insulin pump had missing end cap sticker, minor scratches on lcd window, broken reservoir tube lip and cracked reservoir tube window.